Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states. Product is not expected to be returned for evaluation.

Event description:
During a callback to the customer, it was reported that the infusion device was delivering an inaccurate amount of insulin. The caller reported that while she was in the hospital they performed a test against the infusion device. They delivered 7 units of insulin in a plate with a pen, and 7 units with the customer's pump, and they saw the amount of insulin in the plate from the pump was much less of an amount than the plate with 7 units from the pen.